Event description:
The customer reported false non-reactive alinity I hbsag that was questioned by the patient¿s physician and provided the following data for 1 patient with a clinical diagnosis of abnormal liver function results: the hbsag result was 0.01iu/ml (negative). Repeat test was 0.01iu/ml (negative). Another sample from the patient was tested and generated a result of 0.01iu/ml (negative). When the sample was tested on the siemens platform, and a positive result of 1.8 (siemens reference range: 0-1) nucleic acid testing was positive. Additional laboratory results provide: surface antibody result was 42.46 miu/ml e-antigen result was 39.513s/co, e-antibody result was 0.65s/co , core antibody result was 4.61s/co, ast: 160u/l, alt: 600u/l, ggt: 460u/l. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 08p08-77 that has a similar product distributed in the us, list number 4p53, with 510k/PMA/bla number p110029. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I hbsag reagent did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 59118fz01. In-house performance testing was completed which concluded all specifications were met and the complaint lot is performing as expected. Device history review did not identify any issues with the complaint lot. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag reagent lot 59118fz01 identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false non-reactive alinity I hbsag that was questioned by the patient¿s physician and provided the following data for 1 patient with a clinical diagnosis of abnormal liver function results: the hbsag result was 0.01iu/ml (negative). Repeat test was 0.01iu/ml (negative). Another sample from the patient was tested and generated a result of 0.01iu/ml (negative). When the sample was tested on the siemens platform, and a positive result of 1.8 (siemens reference range: 0-1) nucleic acid testing was positive. Additional laboratory results provide: surface antibody result was 42.46 miu/ml. E-antigen result was 39.513s/co . E-antibody result was 0.65s/co . Core antibody result was 4.61s/co . Ast: 160u/l. Alt: 600u/l. Ggt: 460u/l. There was no reported impact to patient management.

Event description:
The customer reported false non-reactive alinity I hbsag that was questioned by the patient¿s physician and provided the following data for 1 patient with a clinical diagnosis of abnormal liver function results: the hbsag result was 0.01iu/ml (negative). Repeat test was 0.01iu/ml (negative). Another sample from the patient was tested and generated a result of 0.01iu/ml (negative). When the sample was tested on the siemens platform, and a positive result of 1.8 (siemens reference range: 0-1). Nucleic acid testing was positive. Additional laboratory results provide: surface antibody result was 42.46 miu/ml. E-antigen result was 39.513s/co. E-antibody result was 0.65s/co. Core antibody result was 4.61s/co. Ast: 160u/l. Alt: 600u/l. Ggt: 460u/l. There was no reported impact to patient management.

Manufacturer narrative:
Section h6 - adverse event problem a code was corrected.